Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain, pressure, and increased sensitivity at the ipg site. It was noted that the vibration from the stimulator was also causing pain and burning down the left leg and the ipg was pressing on the leg's sciatic nerve. The patient was prescribed with an emla cream and will undergo an ipg pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain, pressure, and increased sensitivity at the ipg site. It was noted that the vibration from the stimulator was also causing pain and burning down the left leg and the ipg was pressing on the leg's sciatic nerve. The patient was prescribed with an emla cream and will undergo an ipg pocket revision procedure.